Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2023-14383 (patient identifier (B)(6) ). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source had water ingress into the compressed air system. It is unknown when the issue was found. There were no reports of patient harm.